Manufacturer narrative:
Investigation results - the revision reported may have been the result of polyethylene wear as stated in the legal documentation. The extent and root cause of the reported polyethylene wear cannot be confirmed as the device was not available for evaluation, and radiographs, photographs, operative notes, and part information were not provided.

Event description:
It was reported via a legal notification, that a patient, initial left knee implanted on (B)(6) 2015, who had underwent a revision procedure on (B)(6) 2016, due to a ¿prosthetic joint infection¿, and underwent a second left knee revision surgery on (B)(6) 2017, to remove the defective optetrak device, including the optetrak logic polyethylene ps tibial insert, due to continued issues, underwent a third painful and risky total left knee revision surgery on (B)(6) 2018, to replace the defective optetrak device, including the optetrak logic polyethylene ps tibial insert with a competitor¿s device, approximately 2 months post the second revision. Upon information and belief, plaintiff¿s revision surgery and additional injuries were due to early and preventable wear of the defective polyethylene insert component within the optetrak device. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer,metal,polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.